Event description:
A 32mm asd device was implanted; the placement and positioning of the device was difficult; however, it appeared to be satisfactory. Two months post implantation, the tte report revealed that the device was no longer in the proper position and had embolized to the pulmonary artery. The device was surgically removed and the atrial septal defect was closed. The pt was reported to be doing well.